Manufacturer narrative:
The driving cap threaded (p/n: 03.010.523, lot #: 8836144) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip was broken. There were scratches on the device but have no impact on the device functionality. The complaint condition is confirmed for the driving cap threaded (p/n: 03.010.523, lot #: 8836144). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed . Sustaining engineering ticket as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: product code: 03.010.523 lot number: 8836144 manufacturing site: (B)(4). Release to warehouse date: 12. May 2014 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an orthopedic procedure of the proximal femur a collinear clamp and an impactor had an unknown allegation along with the two (2) broken cutter. There was no surgical delay. A different set was used. There were no fragments generated and the procedure was completed successfully without patient harm. This report is for one (1) driving cap/threaded this is report 6 of 6 for complaint (B)(4).